Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that volume to be infused (vtbi) rate mismatches with the epic order. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported by the customer that volume to be infused (vtbi) rate mismatches with the epic order. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had syringe vtbi calculation/mismatch was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.